Event description:
It was reported that during service and repair pre-testing, it was observed that the motor device had a cut in cord at the swivel, which exposed thin metal. It was further observed that there was liquid coming from motor of the device. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the metal cable tie had a sharp edge that cut a hole through the ID of the outer hose, the device had a loose swivel and there was liquid coming from the motor of the device. Therefore, the reported conditions were confirmed. It was determined that the swivel joint separation was due to a lack of loctite thread locker adhesion to the threaded mating inner swivel components. It was determined that the liquid was due to improper post cleaning procedures. It was determined that the hole in the outer cord was due to the sharp edge of the metal cable tie that cut a hole through the ID of the outer hose. The assignable root cause was determined to be due to improper cleaning, improper assembly during manufacturing and a design issue. These issues have been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be sent accordingly.